Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned. The physician did not know exactly what caused the migration. Per the instructions for use of the device, catheter migration was a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received a patient tracking form through email reporting a catheter revision due to catheter migration. Agent stated that the patient wasn't getting pain relief. Agent stated that the physician and their team performed a few imaging tests (x-ray and CT scans) prior to scheduling surgery and determined that the patient's catheter had migrated. The device was discarded.